Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6).

Event description:
It was reported that during surgery, the carrier was bent and the graft was unable to pass through the mesher easily. There was no delay or harm noted. Due diligence is in process and there is no additional information available. There was no adverse event associated with this malfunction.

Event description:
There was no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pre-test could not be completed as the comb was bent. The comb was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: new zealand.